Event description:
Patient with a history of failed back surgery with an implanted spinal stimulator. The spinal stimulator is no longer efficacious and therefore, she presents for removal.what was the original intended procedure?pain control.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.